Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This is report 2 of 2 for complaint (B)(4). This report is for an unknown pedicle screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A (B)(6) patient returned to the study site on (B)(6) 2011 for post-operative evaluation, and x-rays confirmed implant migration. The head had popped off a pedicle screw of the clickx construct. The patient had been previously experiencing buttocks, back and right leg pain for greater than a year and was subsequently implanted on (B)(6) 2011 with a clickx t-plif at level l4-l5. Prior to implantation, the patient was treated with narcotics, muscle relaxants, nsaids, physical therapy and injections. Upon examination, the investigator determined that the device migration was definitely related to the device and to the surgery, but not related to the chronos strip. The investigator also reported the severity of the event to be mild, with no action required at this time. This report is for an unknown 3d head.